Event description:
On (B)(6) 2021, information was received from a patient representative, regarding a patient receiving hydromorphone (unknown dose and concentration) via an implantable pump for non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported the patient's pump had to be explanted in (B)(6) 2021 because the pump "explanted itself". The patient stated the pump ruptured through the skin and came out of the pocket and out of the body. The patient stated they were on IV antibiotics to help keep the pump implanted, but it didn't work. Troubleshooting was not required. The issue was not resolved as troubleshooting was no needed. The patient was redirected to their healthcare professional (hcp) to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.